Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to faulty turret. However, the specific cause of the faulty turret was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source encountered error e200 (turret unit failure). The issue occurred during preparation for use. There were no reports of patient harm or patient involvement.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of error e200 was confirmed. The additional evaluation findings are as follows: faulty turret assembly. A definitive root cause could not be determined. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.